Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with blade stall error and overheating. Cause of overheating and errors is a worn motor. Phase 2 and 3 of motor shorted out causing overheating. The complaint was confirmed and the root cause has been determined to be a worn out motor. A blade stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.no containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder scope the motor drive unit was overheated. The procedure was completed without delay using a back up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.